Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The same day as event onset, the patient was hospitalized for the peritonitis event. The cause of the event, treatment and action taken with pd therapy were not reported. The patient was discharged three days after hospital admission. At the time of this report, the patient has recovered from the event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.